Event description:
It was reported that oversensing issue was observed on the ra lead. No other anomalies were observed on the lead. Lead was explanted and a new lead was implanted. No further information available.